Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/17/2019 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2018. The patient's mother reported an inaccuracy that had occurred in (B)(6) 2018 that may have resulted in a hypoglycemic event. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional treatment or event information was provided.